Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by bio-med that the pt was admitted to hospital from clinic due to large amounts of fluid draining from a tear in the silastic percutaneous lead onto his dressings and shirt. It was noted that the pt has a large hernia in the area of the pump end bend relief.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.